Event description:
A contrast media injector for MRI was prepped and loaded with a bd 60 ml syringe. The technician programmed the parameters for the syringe volume. A circuit in the injector automatically detected the size of the syringe via a microswitch assembly (this is normal). As the plunger mechanism descended during the load phase it made contact with the syringe and calculated the syringe volume. However, the syringe did not reliably activate the microswitch because the flange of the syringe is less thick than the previous version. Thus, a very slight movement of the syringe body caused the injector syringe volume setting to toggle between 60ml to 50ml. This caused the plunger to travel in and out (self correct) before the injection command was actually given.